Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The pump powered up with auditory and vibration to a blank screen; reported ¿blank screen¿ complaint was duplicated. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board or to the eeprom circuit. A unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display and a eeprom failure was concluded.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.